Event description:
It was reported that the device was used during an unknown procedure. The port started to leak halfway through the case. There had been multiple instrument exchanges. No further information is available. Another device was used to complete the case. There was no adverse consequence to the patient. Device was discarded.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: how long was the case prolonged? Unknown. Were any noises heard such as whistling or hissing? There was a hissing noise, that was how leak was identified. Was there a drop in pressure? Unknown if yes, did this affect the visibility of the surgeon? What was the gas consumption rate or volume (liter/minute)? Unknown. Was a device inserted in the trocar during the leaking? If so, what device? Multiple instrument exchange means that the port had had lots of instruments go through it's seal.